Event description:
It was reported that the patient presented at clinic for a post operation follow-up. It was discovered that their right ventricular (rv) lead exhibited a failure to capture. Following x-ray imaging, it was found that the rv lead had dislodged. It was explanted and successfully replaced. The patient was stable.